Event description:
On (B)(6) 2023, a reporter for the lay-user/patient contacted lifescan (lfs), alleging that the patient¿s one-touch verio flex meter read inaccurately low compared to a laboratory result. The complaint was classified based on the customer care agent (cca) documentation. The reporter was unable to confirm when the alleged meter inaccuracy began. The reporter claimed the patient obtained a blood glucose result of ¿6.0 mmol/l¿ with the subject meter compared to a laboratory result of ¿8.0 mmol/l¿. The tests were performed within 10 minutes of each other. The patient manages his diabetes with an unspecified medication. The reporter claimed the patient stopped taking the medication by himself for 2 months based on the meter results. It was not reported if the patient developed any symptoms however the reporter claimed the patient was currently hospitalized due to the alleged issue because his blood glucose was high. No further information was provided. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. This complaint is being reported because the patient reportedly required hospitalization after stopping treatment based on alleged inaccurate low results obtained with the subject meter.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.